Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, lot#serial#: (B)(6), product ID: a72400, lot#serial#: unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient reported they are not able to connect to the implant with the recharger or the communicator for couple weeks. Patient stated they have to charge the implant every day and the implant is charged to 70% and they get the message unable to connect. Patient stated the stimulation gets stronger when they are laying down and depending on their position and stimulation go faster. Agent asked patient to connect with the handset and communicator and patient said they were getting the message to ensure communicator is on. Patient service assisted patient with resetting the recharger, communicator, and handset and patient is still getting the same message. Patient mentioned they saw a representative a couple weeks ago and they were waiting for them to call back. During the troubleshooting steps, patient mentioned getting system error code 0x1bba36a5. Agent recommend closing all apps. Agent assisted patient several attempts to connect with recharger and continue to get not found screen, and communicator message is ensure communicator on. Agent assisted patient with turn airplane mode on/off. Agent reviewed device function. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated they have appt with hcp on (B)(6) 2025. Agent had difficulty understanding patient during the call. Patient mentioned the stimulation is coming in very high and low and strong when they were laying down and sitting down.